Event description:
It was reported that the pt experienced disturbing background noises. All the external parts were exchanged, which led to an improvement temporarily. In 2008, the pt went to med-el and reported that her hearing perception through her speech processor is too loud. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.